Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated patient looked a bit funny and she was unwilling to stand up, which prompted her to take the patient's blood glucose values. The readings were taken 3 times during the hypoglycemic event: cgm read 4.3 mmol/l while the bg value was 2.6 mmol/l, cgm read 4.9 mmol/l while the bg value was 3.2 mmol/l, cgm read 4.8 while the bg value was 2.6 mmol/l. Patient's mother gave patient jelly babies. At the time of contact, patient was in good condition. No medical intervention was required. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.